Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt has been completed. The reported problem (adjust belt, check therapy electrode messages, damaged cable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b"  the root cause for the open wire was excessive force. There was no adverse event associated with the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having an irritation shortly after being fit. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested using a cream and to let the skin breath a few hours a day and the patient used rubbing alcohol on the electrodes. The patient reported the irritation improved. A us distributor reported that a patient was experiencing check therapy electrode, adjust belt messages and reported a damaged electrode belt.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having an irritation shortly after being fit. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested using a cream and to let the skin breath a few hours a day and the patient used rubbing alcohol on the electrodes. The patient reported the irritation improved.